Event description:
It was reported that a caregiver unintentionally navigated to the fill tubing function while the pump was connected and pressed and held the control, resulting in an unintended delivery of approximately 3.5 units of insulin through the infusion set and tubing; the caregiver was instructed to detach the pump while completing the prompts, observe drops to finish the flow, and then reconnect, with troubleshooting and education provided and no alerts or alarms reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.